Event description:
The customer reported that her sensor buzzed while the sensor glucose was 67 and her glucose reading was 124 mg/dl. The caller stated that the insulin pump was beeping "threshold suspend." Explained to the customer that sensor and blood glucose meter readings will be close, but it rarely matches and depends how glucose travels in the body. Advised the caller that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graphs. Instructed the caller that the sensor and blood glucose reading is not within acceptable range, and therefore the sensor should be removed and replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no problem has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.